Manufacturer narrative:
Ps214714 (device 1) and ps214715 (device 2). Method: two complaint rt266 infant dual heated evaqua2 breathing circuits were returned to fph in (B)(4) for investigation. The complaint breathing circuits were each visually inspected and pressure tested. Results: visual inspection revealed a crack along the one of the swivel wye ports in device 1 and device 2. The pressure test revealed that both devices were outside of specification. A lot check was not performed as lot information could not be confirmed. Conclusion: we are unable to determine the root cause of the fault reported by the hospital. All infant evaqua breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit illustrate in pictorial format the correct set-up and use of the breathing circuit kit. It also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative of two incidents involving a cracked swivel wye on the rt266 infant dual heated evaqua2 breathing circuit. The first incident occurred after 3 days of use. The second incident occurred 'immediately after starting use'. No patient consequence was reported.